Event description:
A peritoneal dialysis pt has reported that she was unable to connect to the first connector on the treatment set. The pt was able to connect to the secont connector for dialysis therapy. There is no report of pt injury. The pt has discarded the sample.